Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2013 due to dyspareunia and pain. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrence and dyspareunia.